Manufacturer narrative:
Conclusion: product did not contribute to event.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly ti modular neck was broken. The stem and liner were removed and replaced. Previous revision performed in 2006 (cup/head/neck) captured on complaint # (B)(4). Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01144, 01145.